Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and subsequently passed away. The cause of the peritonitis was not reported. The peritonitis was manifested by ¿pain in stomach¿, vomiting and ¿refused to eat¿. On an unreported date, the patient was hospitalized for the peritonitis event. Treatment was not reported. On an unreported date the patient was discharged from the hospital. The patient died at home while sleeping at night. The cause of death was reported as due to peritonitis. It was not reported if an autopsy was performed. Thirty-seven days prior to receipt of this report, dianeal therapies were discontinued due to peritonitis and the patient was transferred to hemodialysis. No additional information is available.